Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device was received with cracked case at display window corners, cracked reservoir tube, cracked reservoir tube lip, and minor scratched lcd window. Pending delivery volume accuracy testing.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.the insulin pump passed the volume accuracy test.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 55 mg/dl. The customer stated that she believed the insulin pump had over delivered insulin. She observed physical damage to the insulin pump, including a crack in the casing and a scratched screen. She was unsure how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.